Event description:
It was reported that the device was used during a low anterior resection procedure. It was reported that the device would not staple. The case was completed with an overstitch to close the tissue and completed the case. There was no consequence to pt.